Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device manufacture date: the device manufacture date is unavailable. Concomitant med products and therapy dates: attachment device ((B)(6) 2020). Reporter's complete address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: the part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable.

Event description:
This is report 2 of 2 for the same event. It was reported that during a demonstration of a unicondylar knee replacement surgical procedure, it was observed that the burr device did not spin freely in the long attachment due to a lack of irrigation. It was determined that this event caused both overheating of the long attachment and an e2 error (handpiece lock engaged) when the burr eventually stopped working. It was reported that after troubleshooting by exchanging the burr and re-starting the system, the problem was not solved. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.